Event description:
It was reported that a recanalization catheter became caught within the treatment site in the iliac artery during activation and it was unable to be removed from the vessel. A buddy wire and another catheter were used to create a chanel alongside the recanalization catheter and it was able to be removed. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The sample has been returned for eval. The investigation is currently underway.